Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, the tibial bearing would not insert after trialing. Another tibial bearing was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Examination of returned device found evidence of product non-conformance. A dimensional review was conducted for features that may have caused the bearing to not insert properly and four of the features related to the posterior slot were out of specification. The sales history for this lot was reviewed and out of the 12 pieces distributed, 7 pieces in this lot have been successfully implanted. Therefore, this nonconforming piece is considered a ¿one-off¿.